Manufacturer narrative:
Product event summary: the afr-00001 sphere 9 catheter with lot 0229858427 and data files were returned and analyzed. Multiple image files were returned and analyzed; the image file showed pictures of the catheter and some of the settings used, but nothing that would indicate a steam pop. During external visual inspection, the catheter was found to be intact, and no defects were observed. The catheter was functionally tested using the catheter extension cable that was returned with the catheter on test capital equipment. Testing found that impedance values were of normal range during pulse field (pf) and radiofrequency (rf) ablation. Rf and pf ablations were completed successfully for the catheter. A new map was started, and the catheter was able to map appropriately. The cirris tester was used on the catheter for the shorts and mapping tests, which had passing results. A multimeter and a breakout fixture was used to check for any shorts to braid, but none were found. In conclusion, the reported "steam pop" issue was not able to be observed through data analysis, and the returned catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a steam pop occurred during radiofrequency (rf) ablation. The procedure involved ablating a cavo tricuspid isthmus (cti ) line, starting from the tricuspid valve, and the steam pop was noted during the last application close to the inferior vena cava (ivc). It was noted that the doctor and nurses in the room heard the "pop" and it was felt in the catheter. It was also reported that a significant impedance drop was observed during the ablation. Despite the steam pop, the procedure was not stopped due to this event but was concluded due to a bidirectional block of the cti line. An echocardiogram was performed immediately after the procedure, and no anomalies were reported. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: an image file was returned on a later date and was reviewed. No log files were returned from the field for the reported issue. The image file was of an ablation screen with lesion graphs of lesions #68 and #69. Radiofrequency (rf) ablation was performed during both applications. It can be noted that the level adjusted lower in response to increasing impedance and immediately dropping to zero and lesion was aborted (green spike followed by purple level drop to zero). It can also be noted that the level adjusted lower in response to increasing temperature (purple curve dropping with orange curve spike). These characteristics could be of an impending steam pop or a steam pop that had already occurred. In conclusion, it was plausible that the user encountered "steam pop" issue during the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.